Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) was confirmed. Upon investigation the trunk cable was severed, preventing communication. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.